Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon was inflated to 10 atms for 30 seconds and inflated a second time to 12 atms before it burst. The lesion being treated was located in the extremely calcified, tortuous and 99% stenotic left anterior descending artery (lad). The procedure was successfully completed with another maverick2 monorail balloon. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for batch 0009346633 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.